Event description:
It was reported that this device was explanted and replaced for an unspecified product performance issue. The patient was stable and no additional adverse consequences were reported.